Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with peripheral cutting balloon device for one lesion. The lesion was concentric, tight, denovo which was identified in the avf. The target vessel was mildly tortuous without calcification and had a reference diameter was 6.0mm. The target lesion length was 10mm and 80% stenosed. The peripheral cutting balloon was used to dilate the lesion. The data for number of inflations, time and maximum inflation pressure was not provided. The target lesion post-procedure stenosis was entered as 20%, and the investigator noted, ¿fine result after usage of pcb.¿the patient had a follow up visit in (B) (6) 2006, noting; angiographic restenosis of target lesion site. The subject status was alive. The subject underwent re-intervention to the target lesion site because of angiographic restenosis in (B) (6) 2006 with a conventional pta performed. At the time of follow up visit, the target lesion was reported as patent. No adverse events were reported and no additional intervention to the target vessel/lesion since the procedure. Data for the first, third and twelve month follow up visit was not provided.